Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing. Testing of the system was unable to reproduce any noise. The field suspected the source of the noise to be sense b. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.